Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the pulmonary vessel on an open right middle lobectomy, the reload would not fire when he pushed the green button. The surgeon was not able to squeeze the handle. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The proximal end of the adapter was broken and received separated from the reload. The articulation flag was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the pulmonary vessel on an open right middle lobectomy, the reload would not fire when he pushed the green button. The surgeon was not able to squeeze the handle. They opened a new device and a new reload to resolve the issue in order to complete the case. There was no patient injury.